Event description:
The customer reported that the screen went blank and no image was produced on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The error could not be duplicated and no system failure was found. The system was tested and is operating as intended.